Event description:
The customer observed biased results and condition codes on the vitros dt60 analyzer. Biased results could lead to inappropriate physician action. There was no report of harm as a result of these events. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The info provided to ortho clinical diagnostics inc. May be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. This semi-annual report covers (6) malfunction mdrs, covering the period (B)(4) 2011 to (B)(4) 2011, as agreed upon for asr (B)(4) under the modified summary reporting program. Troubleshooting determined these events to be consistent with a user-inducted tracking error. User error was the cause of these events. This report covers malfunctions only and excludes death and serious injury.